Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2025. The patient's native valve was measured under the following: 429.7mm^2 area, 74.5mm perimeter. The length of the patient's membranous septum was 2.9mm. The patient had thin calcification that appeared to be connected from the left coronary cusp (lcc) to the non-coronary cusp (ncc). The valve was implanted. The final implant depth was 3mm from the ncc and 4.5mm from the lcc. On (B)(6) 2025 the patient went into compete heart block. A permanent pacemaker was implanted the following day. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported event could not be conclusively determined. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.